Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed fluid on floor to be from the ise overflow drain line. Fse replaced the electrolyte injector cup (eic) assembly and checked for cup overflow. System performance was then verified. The cause of the leak was the ise drain from the eic. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting an instrument leak in their unicel dxc 600i synchron access clinical system. The volume of the leak was reported as 250ml. The customer was unable to determine the source of the leak. Calibration and qc were passing prior to discovering leak. The customer was wearing a lab coat, gloves and eye protection at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.